Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was not confirmed. The centrimag motor (serial #: (B)(4)) was not returned for analysis and no log files were submitted for review. The root cause for the reported s3 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was not confirmed. The centrimag motor was returned for analysis to ppe. A resistance and insulation test were performed on the motor and it functioned as intended. The motor was connected to a test centrimag system and it functioned as intended. The motor was forwarded to the service depot. The returned motor was evaluated and tested. The reported event of a s3 alarm was unable to be duplicated or verified. The motor was tested with a test console and flow probe. No alarms were active during testing. The motor functioned as intended. A full functional checkout was performed, and the unit passed all tests. The motor cable was inspected, and no issues were found. Reports of similar events will continue to be monitored. The root cause for the reported s3 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on unknown. It was reported that on (B)(6) 2019 from 1845 - 1853. The s3 alarm sounded and clinician switched the pump from the affected device to their backup system. No further or additional information was provided.